Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes had the stopper creek out or had a loose closure during use. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "accidentally, the acd tube cap was stuck with male luer adapter of wingset safety-lok when customer withdrew the tube from the wingset.¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes had the stopper creek out or had a loose closure during use. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "accidentally, the acd tube cap was stuck with male luer adapter of wingset safety-lok when customer withdrew the tube from the wingset.¿